Manufacturer narrative:
The pump was received with currents within specification, and passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The drive support disk was inspected and no anomaly was noted. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose of 480 mg/dl. The customer's blood glucose was 480 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer performed troubleshooting and found out that the drive support cap was flush. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.